Manufacturer narrative:
Corrected fields : h8, e2,e3,e4, e1( email address ). Updated fields: b4,d8, d9, g3, g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed preventive maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is making loud screeching noise. There was no patient involvement.